Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe was found to have foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: "evidence of a black substance at the tip of a 50 ml luer lock syringe. The substance is deposited on the hub of the needle during assembly."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2021. H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection, black particle was observed to be embedded in the syringe tip. A device history review was performed for reported lot 2104092, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, this defect can occur due to burnt material generating during the molding process and becoming injected into the syringe mold, embedding the burnt material as seen in the sample provided. H3 other text : see h.10

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe was found to have foreign matter. The following information was provided by the initial reporter, translated from french to english: "evidence of a black substance at the tip of a 50 ml luer lock syringe. The substance is deposited on the hub of the needle during assembly."